Manufacturer narrative:
Pending evaluation : concomitant device(s): unknown - 46 humeral liner and 300-30-06, (B)(4), equinoxe preserve stem 6mm.

Event description:
As reported, this (B)(6) male patient's right shoulder was revised due dislocation. The liner disassociated from the humeral tray. Surgeon removed the preserve stem, liner and tray. Patient was last known to be in stable condition following the event. Devices are returning.

Manufacturer narrative:
(H3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation, which may have been the result of either incomplete/off-axis seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, led to the dislocation. Section h11: the following sections have corrected information: (d4) serial number: (B)(6), expiration date: 06-aug-2030. (H4) device manufacture date: 10-aug-2020. (H6) component code: 4755, part/component/sub-assembly term not applicable.